Event description:
The customer reported that during an ladg, bleeding occurred although an end tone, indicating a completed seal cycle, was heard. Another device was opened to completed the procedure and there was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.